Event description:
The micro reciprocating saw was sent for eval due to overheating. No further info was provided by the account, no adverse event was alleged.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.